Event description:
The account reported the brake caster and brake steer casters do not hold while in brake mode. There was no patient/user injury reported. This report was filed in our complaint handling system as # (B)(4).

Manufacturer narrative:
The account found the brake caster and brake steer caster rotate to the side. Per the hill-rom service manual, the affinity three birthing bed and affinity four birthing beds require an effective maintenance program. We recommend that you perform semi-annual preventative maintenance. Check the tires for cuts, wear, tread life, etc. Apply the brake, and check to ensure that the bed will not move. If the bed moves, inspect it for wear, and adjust if required. Apply the steering pedal and check the steering to ensure proper locking action when activated. The account replaced the brake caster and brake steer caster to resolve the issue. Based on this information, no further action is required.